Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have woken up with blood glucose of 52 mg/dl which was treated with food. Customer reported that blood glucose elevated to 330 mg/dl. Customer reported that insulin pump suggested a correction of 52 - 59 units. Customer re-entered information and correct dosage was given. Customer reported that healthcare professional treated low blood glucose of 79 mg/dl with glucose pills. During troubleshooting, customer was advised that insulin pump would not suggest such amount. Bolus history was discussed with customer and customer was advised that low blood glucose of 50 mg/dl and was not in history and that blood glucose did not go below 85 mg/dl. Customer was advised to monitor insulin pump.